Event description:
It was reported that during an unk procedure that the tissue pad chipped. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info not available, device not returned for analysis.